Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and swelling were noted. The physician believed that the infection was not device related and nothing happened during the procedure that contributed infection. The patient was placed on antibiotics. No device malfunction was suspected. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and swelling were noted. The physician believed that the infection was not device related and nothing happened during the procedure that contributed infection. The patient was placed on antibiotics. No device malfunction was suspected. The patient underwent an explant procedure and was reportedly doing well postoperatively.